Event description:
Customer reported a beep anomaly on the insulin pump. The blood glucose reading was 120 mg/dl. She stated that no buttons were held down or accidentally pressed. She did have her old insulin pump nearby with a low reservoir alarm and was assisted in clearing it. Customer was unable to do a false prime with a blunt object. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.